Manufacturer narrative:
A direct relationship between the device and the reported events could not be determined. The patient remains ongoing on vad support. Device thrombosis, hemolysis, stroke, and neurological dysfunction are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, it was reported that the patient was admitted in ed for hyperkalemia. During admission, ldh was 438u/l, inr was 2.3, cta chest was performed with radiologist reported non-occlusive outflow thrombus, echo study was performed with aortic valve opening with every beat, patient was admitted for further evaluation. It was reported that patient had history of ldh elevated starting from july, ethanol abuse, frequent adjustments in warfarin dosing and infection in july. The patient was treated with heparin infusion, cta chest was not repeated so status of thrombus was unknown at this time. On (B)(6) 2018, it was reported that the patient had acute mental status change with confused and lethargic. CT head obtained with no acute changes. On (B)(6) 2018, the patient had mental status change again, CT head obtained and revealed subcortical right parietal stroke. Inr was 1.3, for patient was on heparin at the time of stroke due to pump thrombus. It was reported that no residuals for the stroke, and there were no intervention performed. The patient was currently not a candidate for vad exchange, and discharged to inpatient rehabilitation on first week of october. No further information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct relationship between the device and the reported events could not be determined. Multiple requests regarding whether the product would be returned for evaluation were sent to the customer; however, to date, no product has been received. Device thrombosis, hemolysis, stroke, neurological dysfunction, driveline infection, local infection, and pump pocket infection are listed in the heartmate ii instructions for use (IFU) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired under palliative care on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.